Event description:
A biomed at a hospital in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked and the diffuser glass was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the heater head of the iw910 mobile infant warmer was received at our fisher & paykel healthcare (fph) regional facility in (B)(4),, where it was inspected and performance tested by a trained fph technician. Photographs of the damage to the heater head were then provided to us and the upper harness was sent to fph (B)(4) for further investigation. Results: the photographs of the heater head showed cracks on the dome portion of the upper case. Crazing was also evident around this area. Discolouration of the connector housing was noted on the returned upper harness. A lot check revealed one other complaint of this nature for this lot number. Conclusion: it should be noted that the complaint heater head is around seven years old. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The slight discolouration of the housing connector is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to poor connection, caused by constant swivelling of the heater head. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. Use of incorrect cleaning materials is the most likely cause of the reported warmer head crazing and cracking damage. The infant warmer heater head was repaired and the housing was replaced at our us facility and was returned to the heatlhcare facility after passing the electrical safety and performance tests. Please note that the discolouration of the head harness connector is part of a class iii recall in the USA, whereby all affected customers have been notified to check for any damage or discolouration of the harness connectors. If damage or discolouration is evident, customers have been advised to contact an fph representative to obtain replacement harness assemblies.

Event description:
A biomed at a hospital in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked and the diffuser glass was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.